Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that loss of capture was observed on the rv lead. Lead dislodgement was suspected. The lead was successfully repositioned. The patient was in good condition after the event.